Event description:
The pt reported experiencing "underdose symptoms." At a refill it was found they had a discrepancy in the residual volume of drug in their intrathecal drug delivery pump. The expected volume of drug was 26 ml but the actual residual volume in the pump was 40 mls. Additional info received from the hcp reported that the pt had baseline spasticity and no withdrawal symptoms. In december, the pt was seen in the clinic, but due to the pt's obesity the hcp was unable to access the reservoir. The hcp was also unable to obtain telemetry from the pt's pump. The pt was brought to the hospital in 2008 for refill under fluoroscopy. At this time the pump was able to be interrogated and it revealed that the pump was programmed to deliver lioresal at a simple continuous rate of 100 mcg/day. The event logs were reviewed and no stalls were noted. The pt's pump was then accessed under fluoroscopy and it was found that all 40 ml of drug were still in the pump reservoir. The pt's pump was stopped. After discussion, the pt and her mother decided to discontinue itb therapy. The pt had an oral baclofen prescription at home that she was going to try, as well as beginning physical therapy twice a week. The pt's pump began alarming approx 48 hrs after it was stopped. The pt was seen again in the clinic and the pump was permanently shut off.